Event description:
It was reported that there was a possible slight error in accuracy due to the result of a merge error. No adverse events have been reported as a result of the malfunction. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Device was evaluated, and the reported event was confirmed. A full analysis of the data logs was performed. The logs did confirm the reported event; one of the twenty electrodes had greater than the performance specification. No software anomalies were identified which may have contributed to the event. The registration was not performed properly which may have contributed to the shift seen. However this cannot be definitively verified. No verification was done on any anatomical point. Verification was only run on screws of the leksell frame. The reported electrode placement inaccuracy was confirmed with a deviation greater than the performance specification. There was an average deviation in specification for the right side of the patient¿s head. The deviation analysis suggests there was head movement with a center of rotation close to the temporal right side. The rosa one brain application user manual provides information on the methods for registration and warns user that registration error can cause inaccuracies in registration methods. Registration details the procedure to perform a registration and verification. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.